Event description:
The complaint was a cypher stent uplift, unk proximal or distal. The stent was no clinically used, it was noticed upon removal from the packaging. The procedure was completed with another cypher stent. There was no injury to the pt.